Event description:
Through journal article "efficacy of superselective intra-arterial recanalization of embolized arteries resulting from facial hyaluronic acid injection", healthcare professional noted a patient was injected with 1ml of an unspecified juvederm into the nasolabial grooves, 0.6mls into the right side and 0.4mls into the left side. Following injection, patient was suffering from numbness and pain and wad admitted to the hospital 2 days later. Livedo reticularis was observed in the right nasolabial groove and upper lip. Patient underwent intra-arterial recanalization with guidance of an angiography machine with 60mg of papaverine and 3000 units of hyaluronidase being injected into the target blood vessels. Patient was also given mannitol, dexamethasone sodium phosphate, and mecobalamin intravenously, after the injection, improved blood perfusion and increased blood flow velocity were noticed. One day later, the pain and numbness were significantly relieved and the livedo reticularis was significantly relieved 3 days later. Microplasma radio frequency and concentrated growth factors were used to promote tissue repairs and regeneration 8 days later. Patient was discharged 15 days after admission.

Manufacturer narrative:
Clarification to d.6a.: between sep/2021 and oct/2022. Clarification to e.1. Facility name: the fourth medical center of chinese people's liberation army general hospital clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: fu, huijuan, et al. ¿efficacy of superselective intra-arterial recanalization of embolized arteries resulting from facial hyaluronic acid injection.¿ aesthetic plastic surgery, https://doi.org/10.1007/s00266-024-04004-2. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.